Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following correction was done by failure analysis team on armrest motor evaluation. The armrest motor was returned for failure analysis, and the ergonomic error 23062 was confirmed but not replicated. A review of lighthouse logs revealed error 23062, confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. In addition to the reported failure, the assembly motor module was returned together with the manipulator controller ergo base (mceb). Both components were installed in a golden system, where they successfully passed surgeon side console (ssc)ergo calibration and the sine cycle test. Ten consecutive power cycles were performed, with thorough verification of all ergonomic functions after each cycle, confirming proper operation. The system was then placed in idle mode for eighteen hours, during which no issues were observed. A post-calibration inspection of the connector crimp revealed no damage or broken connections. Based on these findings, failure analysis was unable to determine the root cause of the reported events associated with the armrest motor module.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced surgeon console armrest motor module and error still persisted. The fse then replaced the manipulator controller ergo base (mceb) board and error was no longer displaying. The system was tested and verified as ready for use. Isi did receive the armrest motor to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during an inguinal hernia etep - unilateral procedure on a da vinci 5 system, the operating room staff experienced repeated 23062 faults related to the ergo armrest. The initial report indicated that the faults occurred mid-case, and the staff member reporting the issue was not present in the room to perform troubleshooting. Subsequently, another report was made regarding the recurrence of the 23062 error during setup, and the caller opted to move to console one to complete the procedure. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The complaint was resolved by having the user move to an alternate console to complete the procedure.

Manufacturer narrative:
The surgeon console armrest motor module and manipulator controller ergo base (mceb) board was evaluated by the failure analysis (fa) team. The mceb was returned for failure analysis, and the ergonomic error 23062 was confirmed but not replicated. A review of lighthouse logs revealed error 23062, confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. At bench test dv commander was utilized to verify the proper function of both the mceb high-side switch (hss) and the armrest motor/brakes; no anomalies were observed. A digital multimeter (dmm) was then used to measure voltages throughout the armrest motor and brake circuits. All measured values met specification, and no issues were detected. In addition to the reported failure, the assembly motor module was returned along with the mceb. Both the mceb and the assembly motor module were installed in a golden system, where they passed ssc ergo calibration and sine cycle. Ten consecutive power cycles were performed, with physical verification of all ergonomic functions after each cycle, confirming proper operation. The system was then put in idling mode for eighteen hours without incident. Based on these results, failure analysis concluded that no root cause could be identified for the reported events. The armrest motor module was returned for failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. At bench test dv commander was utilized to verify the proper function of both the mceb hss and the armrest motor/brakes; no anomalies were observed. A digital multimeter (dmm) was then used to measure voltages throughout the armrest motor and brake circuits. All measured values met specification, and no issues were detected. In addition to the reported failure, the assembly motor module was returned along with the mceb. Both the mceb and the assembly motor module were installed in a golden system, where they passed ssc ergo calibration and sine cycle. Ten consecutive power cycles were performed, with physical verification of all ergonomic functions after each cycle, confirming proper operation. The system was then put in idling mode for eighteen hours without incident. Based on these results, failure analysis concluded that no root cause could be identified for the reported events.

Event description:
Refer to h11 for follow-up information.